Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation and functional testing of the returned device was unable to confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I¿ve received a complaint from (B)(6) today re some problems they have had with knee pin jack code d254500060. They have returned x2 of these pin jacks both from lot d254500060. They have been using them with pfc sigma knees reusable pins (I know they were designed for attune disposable pins) but we were informed should still be compatible with pfc pins as same diameter and surgeon particularly likes the instrument.

Manufacturer narrative:
Product complaint #: (B)(4).